Event description:
It was reported that the guidewire (provided with the balloon system) broke inside the balloon catheter during procedure. The entire system was removed from the tp and the procedure continued with a new system. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with approx 10 cm of the distal tip missing. Analysis of the break point showed the failure of the core wire occurred due to fatigue torsional overload. The balloon catheter was also returned and found ruptured. (B)(4).